Event description:
Rptr had silicone implants implanted in 2/79. They always hurt. She was misdiagnosed over many years, mitral prolapse, arthritis, etc. On 3/13/92, she thought she would have a mastectomy, because the pain was so bad. It was then she found out her implants had ruptured many years ago. They were removed and replaced with another co's saline implants. Her body swelled and became very ill with sle, within a few days. They were removed in 3/23/93. She is now permanently disabled. (Also see 1005164.)